Event description:
Customer reported an issue with the panorama central station which may affect telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
The device was returned to the MFR for evaluation.